Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a connectivity issue between a dexcom g7 (g7) continuous glucose monitor (cgm) sensor and the omnipod controller following the patient's recent transition from a previously well-functioning sensor used for approximately one year. Since initiating use of the g7, the omnipod controller intermittently failed to display glucose values for durations of approximately 30¿55 minutes, while glucose readings continued to be available on the dexcom mobile application. The patient reported concern that during these cgm data gaps, automated insulin delivery continued (automated limited state), which was associated with episodes of hypoglycemia. The patient's glucose values reached 52 mg/dl while wearing the pod between 37 and 48 hours. Troubleshooting steps were performed during a diabetology practice visit the day prior, including reinstallation of configurations and verification of sensor serial alignment; however, the connectivity issue persisted. No further information was provided and no medical assistance was required.